Event description:
A talent thoracic stent graft was inserted in a pt for the endovascular treatment of a thoracic aortic aneurysm. The pt's iliac arteries were diseased. It was reported that it was not possible to insert the delivery system into the vessel and during the attempts at insertion, the delivery system kinked. The device was removed from the pt and the artery was ballooned and dilated extensively; however, it was not possible to advance the delivery system. The delivery system was removed from the pt and the procedure was completed with another talent device. Three additional stent grafts were implanted without further complication as part of this procedure. The kinked delivery system was discarded after the procedure. No clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, conclusion: diseased iliac arteries.